Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump alarmed battery out limit. Customer's blood glucose was 114 mg/dl. Customer stated the device alarmed after a battery change. Troubleshooting was performed and the customer's mother stated the she changed the battery and the device alarmed failed battery test. So she changed the battery again, and less than 30 minutes of the battery already in the device it alarmed battery out limit. Customer's mother stated she didn't have a new battery to continue troubleshooting the device. She was advised to monitor the device closely until she bought a new battery and the new battery cap that was being sent. Customer's mother declined troubleshooting for battery out limit. The device is not returning for analysis.